Event description:
The physician's office reported that the patient was diagnosed with sleep apnea prior to vns therapy and that the sleep apnea was not related to vns therapy.

Event description:
A questionnaire filled out by the neurologist indicated that the patient has a pre-existing medical condition of sleep apnea. The relationship to vns therapy is unknown at this time. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was returned that the sleep apnea was first observed when the patient was two years old and pre-dated vns. The sleep apnea was not occurring with stimulation. The patient slept with ventilation support. No causal or contributory programming or medication changes preceded the onset of the sleep apnea. The patient had central and obstructive sleep apnea and down¿s syndrome.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR indicated that the sleep apnea was a pre-vns condition. The age is being updated to correspond with the updated event date. This report is being submitted to correct this information. Date of event, corrected data: previously submitted MDR indicated that the sleep apnea was a pre-vns condition. The event date is being updated to reflect this. This report is being submitted to correct this information.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR indicated that the sleep apnea was a pre-vns condition. The age is being updated to correspond with the updated event date. This report is being submitted to correct this information. Date of event, corrected data: previously submitted MDR indicated that the sleep apnea was a pre-vns condition. The event date is being updated to reflect this. This report is being submitted to correct this information.